Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that they are having a hard time with the micro battery. In 10 days it will be all the way down from 100% to 50% and patient is also noticing a correlation to loss of therapeutic effect as the ins charge level depl etes. The problems has also been getting worse over time. Patient has not made any changes to their settings and confirmed they have had no falls or traumas. They noticed loss of efficacy and leaking after they encountered a discharged battery on one occasion, however patient confirmed they have turned therapy back on. Recommended patient follow up with managing hcp for device check.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.